Event description:
Single thermage treatment resulted in marked fat loss / denting on cheeks and chin area over a period of months. Treatment used the newer treatment tip -"fast tip"-. Currently undergoing corrective procedures.